Event description:
Device issue: failure to cross. Time of device issue: during the procedure. Adverse event: death. Onset of adverse event: post procedure. It was reported that the patient arrived in the cath lab from the intensive care unit on a ventilator. During the procedure to treat the circumflex artery, a perforation occurred with the use of a whisper guide wire. The graftmaster stent was being used in an attempt to treat the perforation; however, it would not cross. The patient developed cardiac tamponade and pericardiocentesis was performed. The patient became hypotensive and was put on an intra aortic balloon pump. The patient died at 1:46 on (B) (6) 2010.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The unk whisper guide wire is being filed under a separate MFR#.